Manufacturer narrative:
Date of event is estimated. A case of frequent charging was reported to abbott. Patients previous ipg 3789 was depleted and replaced with ipg 3660. Lead 3163 showed zero impedance issues. Lead 3245 shows impedance issue on electrodes 1 & 3. Otherwise, no complications during surgery. Patient has good coverage and hospital retained old ipg the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.